Event description:
It was reported that a new generator was being implanted. The right ventricular lead was checked with the analyzer and measurements were acceptable but after the pocket was debrided the pacing capture was lost even after increasing the output. A new right ventricular lead was then implanted and the chronic right ventricular lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. The outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. There was also tissue on the helix.